Event description:
The customer reported that autoreader ii occasionally gave negative absorbances on entire row of a microwell plate. No error was reported. No death or serious injury was associated with this incident.